Event description:
It was reported that a cartridge did not fit onto the pump, however an older cartridge was used that fit properly. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided. Additionally, the customer reported a high blood glucose (bg) level of high mg/dl. Cause of the high bg was issues getting new cartridges to fit. Customer addressed low bg by correction bolus via pump and mdi. No additional information was provided for alternate method of insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.